Event description:
Globus medical inc. Received notification from a representative, via a company processing/evaluation form, that a globus manufactured rod had broken after implantation. In late 2007, the patient underwent thoracic spine surgery utilizing two (2) revere rods and adjunct hardware. In early 2009, the patient had a routine post-op film taken and the surgeon saw a break in one of the rods. Three months later, the patient underwent surgery to have the broken portion of the rod removed. During surgery, the surgeon cut the rod at three places and removed the broken piece and another piece above. The surgeon secured the remaining portion of the rod with two in-line connectors. Globus medical inc. Was notified of the complaint the same day by a globus medical, inc. Representative.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records. All records revealed the product was manufactured within specifications, and maintained and distributed in accordance with all federal, state and operating procedures. Based on record review and all available information, it is determined the revere 5.5 mm straight rod, 400mm design conformed to all applicable standards and there was no deviation in the manufacture process. There is no indication this issue was a result of product defect or malfunction.